Event description:
The customer alleged elevated troponin (accutni) results on one pt's sample that exceeded the acute myocardial infarction (ami) cutoff involving access 2 immunoassay system. The result was discordant to another unk manual method which was negative. The pt had a normal electrocardiogram (ECG). The sample was tested for heterophile interference and was confirmed. It is unk if the erroneous results were released out of the laboratory or whether a change in pt treatment was associated with this event.

Manufacturer narrative:
Service was not required as the event was isolated to a specific pt sample. Heterophile interface: samples are sarstedt plasma tubes and spun for 10 minutes at 3800 rpm. The sample was tested by beckman coulter, inc and confirmed heterophile interference. Quality control (qc) was run prior to the event and met specification. It is conclusive that the customer's results were falsely elevated due to interfering substances in the pt blood. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 to (B)(4), 2010 for additional reportable events.